Manufacturer narrative:
Evaluation of the returned product is currently in progress. A supplemental report will be submitted upon completion of the product analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this bioprosthetic valve, after removing the cross clamp on the aorta, tra nsesophageal echocardiogram (tee) showed severe transvalvular regurgitation. The surgeon noted one of the leaflets was torn and the procedure, at first minimally invasive, was converted to a median sternotomy to explant and replace the valve with a non-medtronic valve. An endoscope was passed through the valve for left ventricle monitoring after the valve was implanted and the physician indicated this could have been the cause of the leaflet tear. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual examination revealed a cut in the non-coronary cusp which likely occurred during the explant procedure. The tissue was torn, but no tissue was missing from the leaflet which is consistent with the reported damage during the procedure. All commissures, left cusp and right cusp were found intact. All leaflets were found slightly stiff but flexible. This is expected since the valve went through decontamination process that includes a high concentrate of a tissue fixation known to cause stiffness of the tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Prior to release for distribution, each mosaic valve must pass flow tests to insure there is no significant impairment of flow characteristics or damage of the leaflets. Each valve also must pass coaptation tests to insure there is no significant impairment of flow characteristics or damage of the leaflets, which includes cuspal tear. Each valve undergoes 100% final inspection on tissue characteristics that may be impacted by improper tissue geometry, i.e. Crowding, gapping, tall commissure, distortion, bulging, etc. Therefore, it is unlikely that the tear occurred during manufacturing or prior to distribution. Based on the received information and analysis results of the returned device, the clinical observation was confirmed. The probable cause of the tear could be related to the implant procedure contact with an instrument. If information is provided in the future, a supplemental report will be issued.